Event description:
The director and staff have concerns regarding cleaning recommendations contained in instructions by manufacturer of these devices. Several crevices and open areas are in cable connector to leads that are difficult to clean as directed in manual leading to concerns of contamination. Patients ranging in age from 14 to adult are using this product.====================== health professional's impression======================electrode connectors at end of cables have crevices that are not cleaned adequately using manufacturer's instructions. These connectors continue to have dust and possibly other substances not cleaned adequately by "using lint-free cloth and water or soap to clean". The only way they see to clean the connectors is to use a fine/small brush, such as a tooth brush in order to reach deep into the small open spaces on the connector.